Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 103 mg/dl. Upon troubleshooting, insulin did not exit during a fixed prime. Insulin did exit during a manual prime, and the customer's spouse was advised that the device was working as designed. She was advised that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.